Event description:
Customer reports bronchitis. Md at urgent care seen. New prescription of antibiotics given, zpack.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.